Manufacturer narrative:
Concomitant medical products: product ID (B)(4) (serial: (B)(6); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case both of the monitors had shut off for a minute or so. The representative reported that she had reinstalled the software and deleted patient exams to resolve this issue in a different case but the issue occurred again. There was no impact on patient outcome. There was a reported delay of five minutes.

Manufacturer narrative:
H3, a medtronic representative went to the site to test the equipment. The solid-state drive (ssd) was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.